Manufacturer narrative:
The reported events of oversensing and loss of capture were confirmed. Final analysis found the complete lead was returned in one piece measuring 51.9 cm long. Clavicle crush damage was noted at 15.8 cm ¿ 16.9 cm from the connector pin. X-ray of the lead shows the outer coil was compressed at 16.3 cm from the connector pin. Inner insulation breach was found at 15.8 cm ¿ 16.9 cm from the connector pin. Both the outer coil damage and inner insulation breach were consistent with clavicle crush forces. Electrical shorting was noted between the inner coil and outer coil conductor paths. The cause of the reported events was isolated to the breach of the inner insulation in the clavicle crush region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with symptoms of pre-syncope. Upon reviewing the data transmission from the pulse generator, it was discovered that the right ventricular lead exhibited oversensing and loss of ventricular pacing during the event. On (B)(6) 2019, the lead was explanted and replaced during a pulse generator upgrade procedure. The patient's condition was stable before, during, and after the procedure.